Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/ hematoma: the root cause of the bleeding/ hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient had a hematoma noted upon arrival at intensive care unit. Site oozed for four hours with manual pressure held above repositioning sheath. Noted bleeding from needle stick for forward tension sutures as well. Activated clotting time decreased but oozing continued. The physician returned and placed a figure of 8 suture to the groin with no relief of oozing. Decision made to remove the pump due to ongoing bleeding issues and changes in labs. The physician removed impella at bedside and tightened percloses down for vessel control.